Event description:
The oncology clinic returned an electromechancial ambulatory infusion pump to mckinley medical for repair. The clinic stated that the pump was alerting a "system malfunction" alarm. There is no report of pt injury.